Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery. Customer then changed out the reservoir and the infusion set. Then the alarm reoccurred on (B)(6) 2014. Customer did another complete set change and the following day the alarm reoccurred. Customer was advised by his doctor to discontinue use of the device, until he called in to ensure the device was working properly. Customer stated the alarms occurred during bolus and when he was sleeping. Troubleshooting was performed and it was noted no insulin came out when the customer was advised to manually push insulin through tubing using the plunger. Customer then stated insulin did exit but there was greater than normal resistance when pushing the insulin through. The customer was advised the alarm was caused by an infusion set/ reservoir connection issues. The customer was advised the infusion set and reservoir needed to be replaced. The customer agreed to return the reservoir for analysis.